Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a tka performed on an unknown date, the lgn ps high flex xlpe sz 7-8 9mm broke. A revision surgery was performed to solve the event on (B)(6) 2022. Further information is unknown for the moment.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a poly insert revision was performed due to a broken insert after an unknown length of time in vivo. The requested clinical documentation has not been received as of the date of this medical investigation. Without the requested clinical documentation, the root cause of the reported event could not be further assessed. The patient impact beyond the reported broken insert and revision could not be determined. No further medical assessment could be rendered at this time. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that fracture of the implant components has been identified as a possible adverse effect. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.